Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left forearm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. The balloon was inflated three times at 12, 18 and unknown atmospheres respectively with 30 seconds each inflation. However, during third inflation at nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient serious injury or adverse event were reported.